Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part number: 323.042. Lot number: 29p8848. Manufacturing site: haegendorf. Release to warehouse date: january 8, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the lcp drill sleeve 5 f/drill bit ø4.3 (p/n 323.042 lot29p8838) was received showing a portion of the distal threaded tip broken off. The broken off fragment(s) were not returned. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: lcp drill sleeve. Feature: distal inner cannulation diameter . Result: conforming. Dimensional inspection of the outer threads were not conducted due to post manufacturing damage and missing fragments. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. - lcp drill sleeve (current and manufactured). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the 4.3mm threaded lcp(tm) drill guide (p/n 323.042 lot29p8838) as a portion of the distal threaded tip was broken off. While no definitive root cause could be determined, it is possible that the device encountered excessive torque/force and/or cross threading with mating plates during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the drill guide broke at the tip, in its threaded part. This report involves one (1) 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for (B)(4).